Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; explant date (B)(6) 2024 brand name vectris surescan; product ID 977a290 (serial: unknown); product type: 0200-lead; explant date (B)(6) 2024 g2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during normal use there was high impedance on the whole lead from 0 to 7 seen on the tablet. The factors that may have led or contributed to the issue were that the patient had many surgical procedures, maybe it was damaged with one of them (intrathecal pump, cervical spine anterior approach). For diagnostics/troubleshooting performed the impedance was measured on it, and they were all high on the whole lead. To resolve the issue they changed the lead to another one. The issue was resolved at the time of the report. At the beginning, the goal was to change the lead because there was high impedances on the whole lead from 0 to 7. With the replacement of the lead, during the procedure, suddenly the other lead (a 977a275 that was already implanted in the patient before), revealed high impedance on the tablet, from 0 to 7. There were no cuts on this lead, no bipolar burn on it, no use of electrical bistouri; no reasons led to the issue. For diagnostics/troubleshooting performed the impedance was measured on it, and they were all high on the whole lead. To resolve the issue they changed this lead to another one as well. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date ; explant date (B)(6)2024 brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date ; explant date (B)(6)2024h2. Correction: please note, h6 codes b17, c20, and g02025 no longer apply to this report. H3. The returned lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors and the braid were broken; near the anchor, 11.2 cm from the distal end of the lead. The returned lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the high impedance was out of range. It was noted that this information was confirmed with the physician/account.